Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported by the patient that the flange was broken on the trach and further it was replaced with a same size trach by the customer. There was patient involvement and no harm.